Event description:
The customer called to report that she has been experiencing bg reading variations when comparing pdm results to the results of an alternate meter. She suspects that her actual bg's are "a lot lower than the pdm states", and is therefore concerned that correction boluses 'drive her downward too much". Over the course of the day, her bg's ranged from 33 to 282mg/dl (readings were taken from both the pdm and the alternate meter). She underwent a hypoglycemic episode and an ambulance was called, though she was not taken to the hospital. The paramedics gave her glucose gel and within three hours she was feeling better. The product will be returned for evaluation.

Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.